Manufacturer narrative:
The manufacturer did not receive the device for investigation as it was still implanted. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. A revision surgery is planned on an unknown date for an unknown reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number was available. The missing device information has been requested but was not available. Review of event description: it was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Review of received data: 2 undated photos of x-rays were received for the investigation. However, from the properties of the photos it is possible to see the dates taken as (B)(6) 2017. Left tha is seen on the x-rays. Stem looks as not centered in the femoral canal. The shell seems to have an anteversion angle higher than normal range. However, it is difficult to comment on those features as there are no other x-rays to compare. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: ref/lot identification of the components was not possible. No operative notes were received. The reason of the planned revision surgery is unknown. X-rays show a not centered stem and highly anteverted shell. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).